Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the PICC would not flush. When the nurse flushed the catheter, she observed that the dressing was wet and could see that the catheter was leaking. No patient harm was reported.